Event description:
The facility reports "homechoice displayed priming but no liquid was flushed to the line. No other message was recorded." No patient injury or medical intervention reported per baxter affiliate.